Event description:
During an on-pump coronary artery bypass graft surgery, the aortic punch slipped out of the surgeon's hands and fell to the side. The surgeon picked the unit back up and completed the punching process. The heartstring seal was deployed successfully however, it popped out of the aortotomy. The surgeon noted that the aortotomy created was too big which caused the seal to pop out after deployment. A 3cm tear was noted on one side of the aortotomy. The procedure was completed with a side-biter clamp. No other pt complications were reported by the hospital. The report is filed under the heartstring seal and not the aortic punch because, per the surgeon, the tear was created by the tether suture line of the heartstring.